Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument cable was broken. The procedure was completed with no patient harm. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing was noted out of the ordinary. The issue occurred while suturing was being performed. The instrument did not collide with any other instrument or tool during the procedure. The instrument had an issue related to opening/closing, and moving left/right. It is not known if the instrument had an up-down movement issue. The protruding cable was one that controls the opening and closing of the jaw. No fragment was noted to fall into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument for failure analysis. The mega needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.